Event description:
The intralase fs laser was used to create corneal flap(s) for lasik surgery in 2009. One day post-operatively (the next day), the pt presented with stage 1+ diffuse lamellar keratitis (dlk). A flap lift and rinse was performed two days later. Pt was treated with topical steroids. The pt responded to treatment and the dlk has resolved. There was no loss of visual acuity (va). The association between the event and the device is unk.

Manufacturer narrative:
In 2009, a field service representative (fse) inspected the laser and performed a preventive maintenance (pm). The laser performed as intended and met specifications. A clinical development specialist (cds) has been in contact with the site; obtained pt follow up status, provided surgery support and performed a full investigation in an attempt to identify a potential root cause for dlk. The cds assessed the physician's environmental factors, sterility process and verified the surgeon's technique. Although a single root cause was not identified, the cds believes that the dlk is attributed to the environment or sterilization. The site changed the instruments they use and their protocol for sterilizing the instruments during surgery days. In addition to those changes the surgeon changed his drop regimen technique. Since the implementation of these changes they have not had any further outbreaks. It should be noted that the academy of ophthalmology recommends treating stages 1 & 2 dlk with topical steroids and observation. The academy of ophthalmology does not recommend performing a flap lift & rinse at these mild stages. The physician did not follow the recommended treatment protocol.